Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing viewing station power cable resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The cable has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) power cable on this system was frayed and had wires exposed. No patient present.